Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8. The device was returned to olympus for inspection and the reported failure was not confirmed as the event dealt with another product. In addition, the following reportable malfunctions were identified during the device evaluation: snowflaked image and damage on ccd unit, e226 (scope communication error). A definitive root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible cause for snowflaked image include electrical component problem. The probable cause for damage on ccd unit, e226 (scope communication error), is suspected that this is caused by stress from use, external factors, or handling that has damaged the image sensor unit (such as broken wires) or caused a failure in the mounted components on the circuit board (such as ic chips or capacitors). Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
E1: establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an error e238 was received when using the deflectable videoscope connected to the otv-s700. There were no reports of patient harm.